Manufacturer narrative:
Device failure is suspected.

Event description:
Reporter indicated a vns pt had high lead impedance and increased seizures. The vns was disabled and the pt was sent for x-rays and an evoked potential test. The pt has had many medication changes and it is not known if the increased seizures are due to the high impedance or other factors. The pt had no trauma and did not manipulate the vns. Vns revision surgery is likely. Attempts for further info are in progress.